Event description:
Registered nurse (rn) went to hand normal saline with tubing. Tubing came apart at y-site just above male luer lock, which would be attached to patients IV. Possible manufacturing defect. Lot # (10)22099462 with expiration date 09/23/2025. I'm told this is the third time this has happened over approximately the past 6 weeks. Product identifiers not saved from previous issues. Luckily, the tubing came apart prior to hooking to patient and starting infusion of chemotherapeutic agent.